Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, damaged dso seal, and damaged battery compartment. During the functional testing, the customer reported problem was able to be duplicated. The cause was found to be a defective latch. The latch was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was an issue with the cassette lock. There was unknown patient involvement and unknown patient harm/adverse event reported.